Event description:
It was reported that the 9900 system had a missing video signal error message on the right monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The display adaptor was replaced at precaution during the service call. The system was tested and found to be working as intended, and put back into service.